Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Head broke off one of the brushes [device breakage]; no adverse event [no adverse event]. Case description: a male consumer, age unspecified, reported via phone on 18-oct-2016 that the head broke off an oral-b power oral care refill pro bright (3d white brush) while used with an oral-b rechargeable toothbrush, version unknown. The consumer stated he bought a complete set, and could see differences from one brush to another. He reported he had used this version of brush heads in the past. No symptoms developed.

Manufacturer narrative:
On 16-nov-2016 product investigation results: reporter returned 3 toothbrush heads on 14-nov-2016. Toothbrush heads confirmed to be counterfeit.

Event description:
Head broke off one of the brushes [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: a male consumer, age unspecified, reported via phone on (B)(6) 2016 that the head broke off an oral-b power oral care refill pro bright (3d white brush) while used with an oral-b rechargeable toothbrush, version unknown. The consumer stated he bought a complete set, and could see differences from one brush to another. He reported he had used this version of brush heads in the past. No symptoms developed.